Manufacturer narrative:
The ventilator was investigated on site and the oxygen sensor was replaced. No goods have been received for investigation, since the customer has decided to keep the faulty oxygen sensor. Evaluation of the received device log shows no matching event on the reported event day. Between (B)(6), at 05:53 and (B)(6), at 10:15, several alarms for high o2 concentration and airway pressure alarms were generated. Note: high airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. A pre-use check was confirmed to be successful prior to this ventilation period. If an alarm for oxygen concentration is caused by an oxygen sensor, the ventilation will not be affected. The oxygen sensor is only for measuring. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).